Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer reported receiving an unspecified low glucose reading by adc device scan when compared to an unknown blood glucose reading obtained from a built-in precision meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced a symptom which is fatigue and self-treated with food due to the low reading of the adc device. However, the customer administered insulin as a countermeasure in response to the elevated readings from the built-in precision meter. There was no report of death or permanent injury associated with this event. Reportedly, a glucose reading by adc device sensor scan of 6.50 mmol/l was compared to a blood glucose test performed on the built-in precision meter with a result of 18.30 mmol/l, which when the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The length of adc device was one day. However, it is unknown when these readings were obtained in relation to the reported medical event.